Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot 6957775 (left): manufacturing date: 30/jul/2015. Expiration date: 30/jul/2019. Lot 6808389 (right): manufacturing date: 04/mar/2014. Expiration date: 31/mar/2018. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with 575cc mentor smooth round moderate profile and experienced unknown side deflation postoperatively, diagnosed after physical. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The lot number is either 6957775 for left; left serial number (B)(4) or 6808389 for right; right serial number (B)(4). If additional information is received regarding the impacted side, supplemental report will be submitted.

Manufacturer narrative:
On february 25, 2022, mentor became aware of the following and corresponding fields have been updated on this form: affected side was left. Patient suffered chest injury due to traumatic mammogram. Hence clinical code "crushing injury" has been added to field h6 on this form. Fields d4 for lot and serial number have been updated to 6957775. (B)(6) respectively. Replacement devices used on (B)(6) 2022 were catalog number 3502600; serial number (B)(6) on the left side, and catalog number 3502600; serial number (B)(6) on the right a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On march 8, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 5, 2022, device evaluation was completed. Device evaluation summary: mentor conducted the visual inspection and microscopic examination of the returned device visual analysis of the returned sample revealed that the sal smooth rnd diap 575cc breast implant had two (2) tears and some creases, all located on the posterior view. Tear a, measuring approximately 2.1 cm, and tear b was observed within crease/fold, measuring approximately 0.1 cm. Microscopic examination was performed on the edges of rupture a, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell, it matches with the information received that the device was damaged during the explanation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. The evaluation determined that the cause of deflation b is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: left deflation, and chest injury manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 10, 2022, mentor became aware that the date of surgery is (B)(6) 2022. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation is (B)(6) 2022. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: deflation. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).